Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was difficult to retract after placing the IV. This issue was found with 120 catheters. The following information was provided by the initial reporter: "while placing an IV, the nurse found the needle difficult to retract and lost blood return. They also checked other catheters in the same lot and found similar issues. ... The xxx team found 120 of this lot number that they saved. They tested several and found the defect to be common in that lot.".

Manufacturer narrative:
E.1. The customer's address is (B)(6), USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was difficult to retract after placing the IV. This issue was found with 120 catheters. The following information was provided by the initial reporter: "while placing an IV, the nurse found the needle difficult to retract and lost blood return. They also checked other catheters in the same lot and found similar issues. ... The xxx team found 120 of this lot number that they saved. They tested several and found the defect to be common in that lot.".

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.